Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer¿s blood glucose level was 43 mg/dl at the time of the incident. The other relevant blood glucose was 423 mg/dl, 350 mg/dl, 200 mg/dl, 113 mg/dl and 93 mg/dl. Customer was treated with food. The customer treated with insulin pump for high blood glucose. Troubleshooting was assisted for low blood glucose. The customer also stated that the insulin pump had a pump error alarm. The customer noticed the loud sound that insulin pump makes when she does the rewind. The insulin pump will not be returned for analysis.